Event description:
A report was received that the patient developed infection at both pocket and lead sites. Symptoms were continuous oozing and opening of both incision sites. The patient underwent a procedure where both sites were cleaned out and all devices were explanted. The infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.